Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reporter's complaint. The instrument grip cables were broken at the distal idlers of the instrument. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist of the instrument. The instrument's grip cable was derailed at the distal idler pulley. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may contribute to derailment. No other damages were found on the instrument. The other cables at the wrist were not damaged. An additional observation not reported by site was that the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Isi has attempted to contact the site multiple times to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The complaint is being reported since a fragment from the instrument fell into the patient. The instrument fragment was retrieved. However, it is unknown how the fragment was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that a fragment from a piece of the large suturecut needledriver instrument fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.